Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump unable to exit the load reservoir process. The customer¿s blood glucose was 300 mg/dl at the time of the incident. Customer did not receive complete status with next highlighted on the screen. The insulin pump will not be returned for analysis.